Manufacturer narrative:
Correction: b3 - date of event updated from (B)(6) 2024 to (B)(6) 2024. B6 - relevant test/laboratory data updated from (B)(6) 2024 to (B)(6) 2024.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history records revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that this was a closure of a left common femoral artery with a prostyle device using the pre-close technique via a 6fr sheath hole prior to an interventional thoracic aortic aneurysm (taa) procedure. Reportedly, after removing the plunger a link break occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 24fr and the taa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.